Manufacturer narrative:
It was reported that a 50 year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced rupture and capsular contracture with baker grade iii on the right breast implant. The patient also experienced capsular contracture with baker grade I on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel implants, catalog # 3503004bc, (B)(4) on 9/21/2018. This is for the right side implant, see manufacturer report number 1645337-2018-06901 for contralateral prosthesis. The device was returned to mentor with gel that appeared to be clear. Yellow material was observed within the device. Gel was observed on the shell surface. During visual examination, the mentor product analysis lab observed the device severely rented; it was returned only one piece. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 400cc and experienced rupture and capsular contracture with baker grade iii on the right breast implant. The patient also experienced capsular contracture with baker grade I on the left breast implant. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel implants, catalog # 3503004bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-06901 for contralateral prosthesis.